Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("full hysterectomy (leaving ovaries)/ medical device removal") in a (B)(6) year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (ovaries conserved)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media medical device removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments'), procedural haemorrhage ('blled') and cataplexy ('cataplexy') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches"), abdominal discomfort ("abdominal issues"), cataplexy (seriousness criterion medically significant) with fall and paralysis, fear ("so scary"), scar ("scar tissues") and procedural complication ("abnormal cell cutting and he couldn't find the hole"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, procedural haemorrhage, systemic inflammatory response syndrome, headache, abdominal discomfort, fear, scar and procedural complication outcome was unknown and the cataplexy had resolved. The reporter considered abdominal discomfort, cataplexy, device breakage, fear, headache, procedural complication, procedural haemorrhage, scar and systemic inflammatory response syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, systemic inflammatory response, headache and abdominal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new social media received- new event bleed, scar tissues,abnormal cell cutting and he couldn't find the hole was added and reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments") and cataplexy ("cataplexy") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches"), abdominal discomfort ("abdominal issues"), cataplexy (seriousness criterion medically significant) with paralysis and fear ("so scary"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, systemic inflammatory response syndrome, headache, abdominal discomfort and fear outcome was unknown and the cataplexy had resolved. The reporter considered abdominal discomfort, cataplexy, device breakage, fear, headache and systemic inflammatory response syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, systemic inflammatory response, headache and abdominal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: social media received. Events: cataplexy, scared feeling were added. Incident- no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments'), procedural haemorrhage ('bled') and cataplexy ('cataplexy') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches"), abdominal discomfort ("abdominal issues"), cataplexy (seriousness criterion medically significant) with fall and paralysis, fear ("so scary"), scar ("scar tissues"), procedural complication ("abnormal cell cutting and he couldn't find the hole") and papilloma viral infection ("hpv cells that were pre-cancerous"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, procedural haemorrhage, systemic inflammatory response syndrome, headache, abdominal discomfort, fear, scar, procedural complication and papilloma viral infection outcome was unknown and the cataplexy had resolved. The reporter considered abdominal discomfort, cataplexy, device breakage, fear, headache, papilloma viral infection, procedural complication, procedural haemorrhage, scar and systemic inflammatory response syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, systemic inflammatory response, headache and abdominal discomfort, hpv cells that were pre-cancerous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event hpv cells that were pre-cancerous was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches") and abdominal discomfort ("abdominal issues"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, systemic inflammatory response syndrome, headache and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, device breakage, headache and systemic inflammatory response syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, systemic inflammatory response, headache and abdominal discomfort. Most recent follow-up information incorporated above includes: on 7-jun-2018: information from social media. New reporters added. New events added: chronic inflammatory response/ irritation, chronic headaches, abdominal issues, mine were pulled out vaginally from the uterus, leaving me with not only metal fragments, but most likely pet fibers. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments") and cataplexy ("cataplexy") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches"), abdominal discomfort ("abdominal issues"), cataplexy (seriousness criterion medically significant) with fall and paralysis and fear ("so scary"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, systemic inflammatory response syndrome, headache, abdominal discomfort and fear outcome was unknown and the cataplexy had resolved. The reporter considered abdominal discomfort, cataplexy, device breakage, fear, headache and systemic inflammatory response syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, systemic inflammatory response, headache and abdominal discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: coding correction: event "fall down paralysed" was splited due to multiple concepts in fall down and body paralyzed. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("malposition of essure device location of device at the fundus of the uterus, 2 wire coils protrude approximately 0.5 cm into the myometrium"), pelvic adhesions ("adhesion / pelvic adhesion"), genital haemorrhage ("excessive bleeding") and starvation ("starving myself") in a 46-year-old female patient who had essure (batch no. 628049, 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two turns of the coils were visible". The patient's past medical history included multigravida, parity 3 and multiple caesarean sections. Concurrent conditions included body mass index normal, uterine leiomyoma and endometriosis since (B)(6)2014. On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced swelling ("swelling"), pruritus ("itching") and allergy to metals ("nickel allergy/im allergic to most metals, nickel included"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("rashes or skin conditions type: hives"), flank pain ("left flank pain"), arthralgia ("hip pain/joint pain/painful joints"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6)2014, the patient experienced pelvic adhesions (seriousness criterion medically significant). In (B)(6)2014, the patient experienced endometriosis ("enendometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), starvation (seriousness criterion medically significant), rash ("skin rash"), ovarian cyst ("ovarian cyst"), fatigue ("fatigue"), loss of libido ("lack of libido"), feeling abnormal ("brain fog"), premature menopause ("hormonal changes describe: premature menopause"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes / incontinence"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), astigmatism ("vision/eye problems type: astigmatism"), weight increased ("weight gain/weight I couldn¿t drop"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("gerd"), abdominal distension ("bloating/belly bloat"), chest pain ("chest pain"), eye pain ("pain that started in the back of my eye"), anaemia ("severe anemia"), pain ("weird aches/pains/stabbing pain"), muscle spasms ("cramping"), hypoaesthesia ("numbness in my legs"), joint stiffness ("stuffiness in my joints"), ovulation pain ("pain/always occurred when I was ovulating"), alopecia ("hair loss"), acne ("deep systemic acne"), tremor ("hand tremors") and frustration tolerance decreased ("frustration"). The patient was treated with antibiotics, surgery (hysterectomy (partial) with bilateral salpingo-oophorectomy (bso)), surgery (hysterectomy with bilateral salpingo-oophorectomy (bso)) and surgery (diagnostic lacroscopy, lysis of extensive adhesions). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, embedded device, pelvic adhesions, endometriosis, genital haemorrhage, starvation, ovarian cyst, fatigue, loss of libido, feeling abnormal, premature menopause, menorrhagia, swelling, pruritus, female sexual dysfunction, urticaria, urinary incontinence, migraine, headache, neuropathy peripheral, allergy to metals, astigmatism, weight increased, diarrhoea, gastrooesophageal reflux disease, abdominal distension, flank pain, arthralgia, back pain, chest pain, abdominal pain lower, eye pain, anaemia, pain, muscle spasms, hypoaesthesia, joint stiffness, ovulation pain, alopecia, acne, tremor and frustration tolerance decreased outcome was unknown and the rash, vaginal haemorrhage, urinary tract infection, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anaemia, arthralgia, astigmatism, back pain, chest pain, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye pain, fatigue, feeling abnormal, female sexual dysfunction, flank pain, frustration tolerance decreased, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, joint stiffness, loss of libido, menorrhagia, migraine, muscle spasms, nausea, neuropathy peripheral, ovarian cyst, ovulation pain, pain, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, starvation, swelling, tremor, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6)2014: essure wires with tubal occlusion confirmed ultrasound pelvis - on an unknown date: leiomyomatous uterus, left ovarian cyst (B)(6)2014, sonogram showed the left-sided coil was noted. The right-sided coil was not. (B)(6)2014, x-ray abdomen single ap view revealed bilateral essure wires are noted. Otherwise unremarkable abdomen and pelvis. (B)(6)2014: pathology analyzed the structure and found both intact essure coils within the fallopian tubes without any evidence of any violation of these coils to the abdominal cavity. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, pelvic adhesion, endometriosis, ovarian cyst, diarrhea hip and back pain, apareunia, hip/chest pain. Concerning the injuries reported in this case, the following ones were reported via social media : excessive bleeding, severe anemia, weird aches/ pains/ stabbing pain, cramping, numbness in my legs, stuffiness in my joints, pain/always occurred when I was ovulating, made me want to curl up in a ball, hair loss, deep systemic acne, hand tremors, starving myself, two turns of the coils were visible, and frustration. Lot number: 628049, man date: 2008-08, exp date: 2010-08. Lot number: 628191, man date: 2008-09, exp date: 2011-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: quality-safety evaluation of ptc ( update of FDA codes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('full hysterectomy (leaving ovaries)/ medical device removal/ improper removal/ leaving me with essure fragments') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural haemorrhage ("blled"), systemic inflammatory response syndrome ("systemic inflammation"), headache ("chronic headaches"), abdominal discomfort ("abdominal issues"), cataplexy ("cataplexy") with fall and paralysis, fear ("so scary"), scar ("scar tissues"), procedural complication ("abnormal cell cutting and he couldnt find the hole") and papilloma viral infection ("hpv cells that were pre-cancerous"). The patient was treated with surgery (hysterectomy (ovaries conserved), pulled out vaginally from my uterus). Essure was removed. At the time of the report, the device breakage, procedural haemorrhage, systemic inflammatory response syndrome, headache, abdominal discomfort, fear, scar, procedural complication and papilloma viral infection outcome was unknown and the cataplexy had resolved. The reporter considered abdominal discomfort, cataplexy, device breakage, fear, headache, papilloma viral infection, procedural complication, procedural haemorrhage, scar and systemic inflammatory response syndrome to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case ((B)(4)) is duplicate of ((B)(4)) this case, will go as deletion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.